Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep). The patient reported that they have had trouble charging the ins since day 1 (implant) and they were unable to charge the ins starting about 6 weeks prior to the report. The rep reported that the patient came in for an appointment on (b)((4) with an overdischarged ins. The rep offered to try to reboot the ins but the patient was not interested. The patient said that they had let the ins go into overdischarge before and after that previous reboot the ins did not hold a charge very well and the patient constantly had to charge. The patient stated that they were no longer interested in constantly charging and let the ins go into overdischarge again. The patient said that they had a non-rechargeable ins before and they liked that much better because they did not have time to charge. The patient stated that they would either like to have the system removed or replaced; the patient would discuss with her healthcare professional on how to proceed. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the cause of the overdischarge was that the patient was not charging their implantable neurostimulator (ins). The difficulty recharging was due to therapy fatigue. The patient stated that they were too busy and would forget to charge. The patient needed to charge every three days because of their therapy settings and usage. The patient¿s ins was reset and the patient was educated on the need for regular charging. The patient was unable to be reprogrammed as the battery was depleted and needed to be recharged. The rep did not have any knowledge of any surgical intervention planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s battery was over discharged. The patient stated that the ins was difficult to recharge and they thought there was something wrong with it. They reported they had to recharge every 3 days regardless if the ins was on or off. The rep stated that they were not able to reprogram as the ins was over discharged. The rep reported that the power on reset (por) was cleared. The rep provided the patient with education regarding use of the locator device to help assist with proper recharge location. The rep reported that the issue was resolved. No symptoms were reported. No further complications were reported. Follow-up was conducted.